Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the surface of the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by ultrasound. Left side. Device has been explanted and replaced.